Event description:
The center reported that the pt was admitted for discharge, swelling, redness of the ear. In addition, his gait was reported as being unsteady. The cause of the symptoms is attributed to a case of mastoiditis. The pt was placed on IV antibiotics (cloxacillin), followed by clarvulin (oral suspension) after discharge from the clinic in 2007. It was also reported by the center that the pt has had recurring infections prior to the implantation of cochlear implant. It was also noted that the pt had bilateral pe tubes place in 2003.